Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
The ventilator was returned to a third party service center for eval. There was no harm or injury reported.